Event description:
It was reported that the customer experienced high blood glucose levels, observed a dual bolus anomaly and noted physical damage to the insulin pump. The most recent blood glucose reading was 222 mg/dl. The customer stated that she noticed that every time she went to bolus, after she bolused, she saw a circle at the top of the device, indicating that the insulin pump had suspended insulin delivery. She advised that she did not program suspension as such. She also observed a crack at the right hand of the screen, which ran down through to the bottom of the reservoir compartment. She was advised that the open circle on the device was an indication of a special feature, not insulin suspension. She reported that she had had high blood glucose readings of 225 mg/dl and 272 mg/dl earlier that day. She declined troubleshooting for high blood glucose, noting that she had eaten a lot. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.